Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturing representative reported that device was replaced on (B)(6) 2015. The patient experienced baclofen withdrawal/loss of therapy. The patient recovered without sequela. No patient injury was reported. No rotor study or dye study was performed.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# n186996001, implanted: (B)(6) 2009, product type: catheter. Product ID: 85 96sc, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from the health care provider (hcp) via the manufacturing representative, regarding a (B)(6) male patient receiving intrathecal lioresal 2000mcg/ml at 855.6mcg/day via an implantable infusion pump. The indication for use of the device was for intractable spasticity and cerebral palsy. The concomitant medications and patient history were not reported. The pump was implanted on (B)(6) 2015, and on (B)(6) 2015 the pump had stalled twice (recovered once) and had not recovered from the second stall. The pump was alarming with a critical alarm. The cause was unknown, and the pump was going to be replaced. The patient status at the time of this report was "alive- no injury." The troubleshooting and cause related to the motor stall remained unknown at the time of this event. Follow-up was being conducted to obtain the missing information; if additional information is received this report will be updated.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. After analysis, the eval code method, result, and conclusion coding was updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.